Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor alarmed with lost sensor. The patient's blood glucose at the time of incident was 6.5 mmol/l. The transmitter was disconnected and reconnected but it did not flash green. The customer removed the sensor and found that the cannula was not attached to the sensor base. The customer was worried that the cannula may still be inside of their body. The customer mentioned that the sensor was hard to remove; they were advised to seek their health care provider for assistance and that an x-ray will be able to locate a sensor cannula in the body. The sensor in question will be returned for analysis and a replacement sensor was shipped to the customer.